Manufacturer narrative:
Concomitant medical products: product ID rs6200, lot# , serial# (B)(6), implanted:, explanted:, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient is scheduled for a revision because of the difficulty charging. They think that the problem is with the recharger or the position of the ins. The rep met with the patient today and they could not get any connection using the recharger. They inquired if the recharger could be replaced and will call back. Additional information was received on (B)(6) 2020 stating the revision is scheduled for tomorrow, aug-25. The cause is not determined yet and no solution yet. Additional information was received stating the patient had a pocket revision to move the ins more superficial. The charging issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger is not connecting with implanted neurostimulator (ins) all the time since she got the equipment two weeks ago. The patient states the recharger keeps searching and once in a while, it will connect to ins and it lasted few seconds and goes away, and goes back to searching. The patient states the recharger is 80% charged. Patient states she was able to charge implant for little bit. Ins is not at angle or deep; it's under the surface of the skin, on the right side of chest. Patient states the handset shows services code 626 on the screen, low ins battery. Tech services recommended patient consult with doctor for next steps. Additional information was received from a manufacturer representative (rep) reporting the patient is scheduled for a revision because of the difficulty charging. They think that the problem is with the recharger or the position of the ins. The rep met with the patient today and they could not get any connection using the recharger. They inquired if the recharger could be replaced and will call back. Additional information was received on 2020-aug-24 stating the revision is scheduled for tomorrow, (B)(6). The cause is not determined yet and no solution yet.

Manufacturer narrative:
H6. Please note the codes have been update to reflect the most current coding. In addition, device code a26 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.